Event description:
The customer reported having unexplained high blood glucose. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to remove the cannula and it was not bent or occluded. Reminded the caller to change the infusion set every two to three days. The caller stated that the last site he used was sore, red, and puffy. Instructed the customer to contact his doctor regarding the site to make sure it is not infected. The next day, the customer called back and stated that he ended in the hospital after troubleshooting the device with diabetes ketoacidosis and high blood of 480mg/dl, and he was treated with the insulin pump and manual injections. The customer stated that the doctor believes he does not have a site infection. The customer stated that he will change the infusion set, and if it does not work, he would like to have a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.